Manufacturer narrative:
(B)(4). Concomitant medical products- unknown natural knee ii tibial component catalog #: ni lot #: ni, unknown natural knee ii articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it is currently unknown when the surgeon wishes to revise the patient and the availability of the implant is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information available.

Event description:
It is reported that the patient is being considered for knee arthroplasty revision to replace the patient's femoral component with an implant that does not contain nickel. No additional patient consequences have been reported.

Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.